Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was powered down for one day, and upon turning the pump back on the pump personal profile settings were erased. There was no reported impact to the customer's blood glucose level. Reportedly, the issue resolved and customer successfully resumed insulin delivery.